Event description:
It was reported that the pump history experienced ongoing missing data despite being in use. Customer's blood glucose was 128 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.